Manufacturer narrative:
The sensor was received with the cannula separating from the tip of the introducer needle. Unable to confirm that the customer received the product in said condition due to the customer returning it opened.

Event description:
It was reported that the electrode underneath the skin was split when it was removed by the customer. Nothing further was reported.